Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : e1 ( event site email ). A getinge field service engineer (fse) was dispatched to evaluate the unit and replaced the upper display (0160-00-0127) as it identified to have streaks. The fse calibrated and passed all functional and safety tests per factory specifications. The following was performed by (B)(4), technician of the maquet failure analysis and testing (fat) department, wayne, nj: sr 05 nov 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 sn: (B)(6) display top lcd this part was received with a reported unit failure message of ¿streaks in display¿. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed display top lcd display into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Upon powering on the cardiosave test fixture, streaks were immediately observed across the display. The fat dept. Verified the failure message of ¿streaks in display¿. Display top lcd failed testing. Retaining display top lcd in the fat dept. Per procedure 0002-07-d008 rev au.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) had streaks in display. No patient involved. No patient harm.

Manufacturer narrative:
Additional point of contact name: (B)(6), occupation biomed engineer, phone: (B)(6). A supplemental report will be submitted upon completion of our investigation.